Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for the second time due to dislocation on (B)(6) 2020 approximately 2 weeks after first revision (previously reported). Primary surgery occurred (B)(6) 2020. Surgeon explanted the 40mm eccentric glenosphere with screw, 135/145 reversed adapter, and 40/+6 stability humeral cup, and then implanted a new 40mm eccentric glenosphere with screw, 40/+9 stability humeral cup, and 135/145 reversed adapter for an extra +9mm of spacing.